Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: sui. It was reported the patient experienced pain, infection, recurrence, dyspareunia, urinary problems post implant. It was reported that patient underwent collagen injections on (B)(6) 2006 due to recurrence of incontinence.